Event description:
It was reported that during a routine pacemaker changeout it was observed that chronic high capture thresholds observed on the right ventricular (rv) lead had resulted in significant battery drain. The rv lead was capped on (B)(6) 2025 and replaced. The procedure was completed with no adverse effects. The patient was stable.